Event description:
The customer reported the evis exera iii video system center is not receiving signal and the screen is black. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 3 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely that the processor which outputs an image malfunctioned due to the lightning. Since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and correct h6 codes. B5, e2, e3, g2: updated with information received from the customer. H6: corrected investigation findings and investigation conclusions codes. Customer confirmed the device will not be returned as it was damaged beyond repair.

Event description:
The customer confirmed the event occurred during a colonoscopy procedure. The procedure was completed successfully with no impact to the patient.